Event description:
Facility reports that upon removing arterial blood line from package, it was noticed that there was a kinking of the tubing entering the drip chamber. The bloodline was not used and saved for product evaluation. Six cases of the same lot number were identified in the dialysis area and inspected for similar properties. Chief technician alleges 22 lines out of the six cases were found to be kinked; these are available for evaluation. General medical, which supplies facility, was notified of complaint and lot number in question.